Event description:
It was reported that the green cable is defective. Connection to the mammotome impossible because the black plastic support broken. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: the complaint reported by the customer was verified and corrected. To correct the issue the lemo connector was replaced. The device was repaired and returned to the customer. The unit was serviced and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.